Manufacturer narrative:
We received one 774f75 catheter with a monoject 1.5 cc limited volume syringe with cal-cup for examination. The reported event of "balloon leaked" was confirmed. The balloon did not inflate. A rupture was found in the middle of the latex of the balloon. The length of the rupture was 0.12" and the width of the rupture was 0.05." The piece of missing latex from the rupture was not returned. There were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon leaked during preparation process. There were no patient complications reported.

Manufacturer narrative:
A 6m investigation was performed and a definitive root cause was not able to be established. The manufacturing process and documentations were verified and no deficiencies were found. One possible root cause for complaints for balloon burst before use could be related to the incorrect manipulation of the units at the hospital. Per the IFU in the section of catheter preparation: ¿check balloon integrity by inflating to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate the balloon before insertion.¿ another possible root cause for the complaints of balloon burst detected before use could be related to the incorrect manipulation after the 100% inspection performed on the manufacturing area. Therefore, awareness training was conducted at the manufacturing site to prevent recurrence of this type of complaint.